Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. Log file analysis revealed an increase in power consumption and estimated flows beginning on (B)(6) 2023 followed by a decrease in power consumption and flows. Log files also revealed 200 low flow alarms have been logged since (B)(6) 2023. Of note, some low flow alarms had a flow that fell below 0.1 l/min, which was likely perceived as the reported no flow event. As a result, the reported low flow and no flow events were confirmed. The reported "grinding sounds" event could not be confirmed due to insufficient evidence. In addition, a vad disconnect alarm was logged on (B)(6) 2023 at 13:41:03 indicating the controller was powered up without the driveline connected, likely due to troubleshooting after the reported "vad was turned off" event. Information received from the site indicated that the patient presented to the emergency room with signs of a stroke including a drooping face. Log files also showed 30 days of high pulsatility and low flow consistent with hypertension. Echocardiogram showed a more dilated left ventricle (lv) and the atrioventricular valve opening with every beat. No outflow obstruction was seen during computerized tomography (CT). Upon exam, there was a grinding noise coming from the pump. The patient's lactate dehydrogenase (ldh) was trending up. It was believed that the pump was clotted. All signs show the ventricular assist device (vad) was not unloading the patient. The patient's ejection fraction was 32% and their blood pressure was pulsatile. The patient continued to have low flows and had mean arterial pressure (map) in the 60's and 70's. The patient was sent home on hospice care. The ventricular assist device (vad) was turned off per the request of the family and the patient subsequently expired due to withdrawal of care. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible root causes of the high-power event may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on the available information, the most likely root cause of the reported low flow and no flow events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Based on the risk documentation, the ¿grinding noise" event may be attributed to multiple factors including, but not limited to, thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Per the instructions for use, hypertension, device thrombus, neurological dysfunction, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of hypertension and neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had been sent home on hospice care prior to the patient's death.

Manufacturer narrative:
UDI related data quality updates only. Corrected: d1. Brand name d3. MFR name d4. UDI (provided complete UDI) d4. Model number d4. Catalog number h5. Single use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with signs of a stroke including a drooping face. Log files showed low flow alarms with a drop of flow to zero l/min. Log files also showed 30 days of high pulsatility and low flow consistent with hypertension. Echocardiogram showed a more dialiated left ventricle (lv) and the atrioventricular valve opening with every beat. No outflow obstruction was seen during computerized tomography (CT). Upon exam, there was a grinding noise coming from the pump. The patient's lactate dehydrogenase (ldh) was trending up. It was believed that the pump was clotted. All signs show the ventricular assist device (vad) was not unloading the patient. The patient's ejection fraction was 32% and their blood pressure was pulsatile. The patient continued to have low flows and had mean arterial pressure (map) in the 60's and 70's. The ventricular assist device (vad) was turned off per the request of the family and the patient subsequently expired due to withdrawal of care.